Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise / oversensing and one episode of auto mode switch. The patient had undergone a laparoscopic cholecystectomy on the same day. The noise could not be reproduced with arm/pocket manipulation or isometrics. The patient was seen in clinic on (B)(6) 2017. No ICD episodes were noted. All the parameters were within normal range. The patient would continue to be monitored.